Event description:
A complaint was received and processed regarding a reported adverse event which may have been caused or contributed to by a clearcorrect orthodontic appliance. The treating doctor called clearcorrect on (B)(6) 2014, reporting that the patient had broken a canine while asleep and wearing the first device in treatment plan (step 1a). The patient apparently awoke noticing the broken tooth and contacted her doctor who claims the aligner caused the broken tooth. The treating doctor used a veneer and the patient has decided to cease treatment.

Manufacturer narrative:
Treating doctor reported that the above appliance was worn nocturnally and resulted in fractured canine for the patient requiring cosmetic intervention (veneer). In-house orthodontist reviewed relevant manufacturing and complaint information and determined that clear aligner therapy has never been associated with causing or contributing to a broken tooth and that the event could have been the result of pre-existing restorations or para-functional habits. Appliance in question has yet to be returned for inspection and the treating doctor has failed to respond to calls and emails since 11/05/2014. No evidence of product non-conformities resulting from the clearcorrect assembly and packaging of the appliance have been detected or discovered. If the device in question is returned it will be inspected and further information will be reported. Clearcorrect will continue to monitor this event and follow up with the doctor in the future to ensure that no further actions are needed to remedy the event.